Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of implant, the aneurysm morphology was not reported, the aortic neck measured 21-22 mm in diameter and the iliac arteries were large measuring 16-17 mm requiring aortic cuffs to be implanted. The 2,3 and 4 year follow-up exams showed no change in the stent graft appearance. It was reported on a recent CT scan, there was no endoleak present, but the aneurysm was growing. An angiogram was performed and it is believed a cuff is now required to be implanted due to some space between the renal arteries and neck; however, the space is not much. Therefore another manufacturers' device was implanted and that resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information has been received. It was reported that the patient presented with a contained rupture of the aneurysm. The CT demonstrated that the aneurx stent graft and the stent graft from another manufacturer was 1 cm below the renal artery. The aortic neck was very short. The physician implanted an endurant cuff. Due to the short aortic neck and the left renal artery was partially occluded (70 percent), to ensure a sure good seal would occur; there was still good flow. The patient was sent to recovery in stable condition. The following day the patient had a pulmonary embolism and expired. The patient had a history of pulmonary issues. The physician stated that the pulmonary embolism was not device related. (Ref MFR# 2953200-2011-01821).